Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that at pre-discharge testing the morning after implant, it was found that the atrial lead was pacing the ventricle during the pacing threshold testing. A chest x-ray confirmed that the atrial lead tip was lying in the right ventricle, just inside the tricuspid valve. The patient was brought back to the cardiac cath lab and the atrial lead was successfully repositioned in the right atrial appendage. The lead remains in use. No patient complications have been reported as a result of this event.